Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was 270 mg/dl. Troubleshooting was not performed due to the insulin pump not being available at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.